Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibit high capture, high impedance and unspecified sensing issue. The lv was not used and replaced. The patient was in stable condition throughout the procedure.